Event description:
It was reported by the clinician that the IV tubing was being used on a labor and delivery pt. The clinician left the room so the pt could continue to labor. After a while, it was noted the baby's heart rate was dropping and the pt was checked on. It was discovered that the area in the IV tubing with the two bonded stopcocks was broken and the pt bled 1,500 cc of blood. As a result, the tubing was exchanged and no blood transfusion was given. There were no pt complications reported. It was noted that there were similar problems with the stopcocks in the two days following this incident, but no harm was caused to the pts.

Manufacturer narrative:
Sample will not be returned for eval.